Event description:
It was reported that on (B)(6) 2013, the patient had a 3.0 x 33 mm xience prime stent implanted into the distal right coronary artery (rca). The patient was discharged from the hospital two days later. It was then reported by the patient's family, that the patient died on (B)(6) 2013. The cause of death was not specified. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.